Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported experiencing "not enough milk production" before breastfeeding stopped. Healthcare professional later reported rupture. The device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an extended opening on the radius and underweight. A visual and microscopic analysis was performed which identified a sharp opening on the radius assessed as a surgical impact opening, for the stress mark in the shell and creases fold. Base on the device analysis the final assessment is: a sharp opening on radius assessed as a surgical impact opening.

Event description:
Patient reported experiencing "not enough milk production" before breastfeeding stopped. Healthcare professional later reported rupture. The device has been explanted. This record is for the right side.